Event description:
Pt underwent a sleep study. Experienced eye redness, irritation, pain upon completion of the overnight test. Sent to the emergency room for evaluation.

Manufacturer narrative:
Sent sample from end user as well as an in-house retained sample from the same lot for bacterial and fungal analysis to nelson labs. Results pending.